Event description:
CT kit includes :1 syringe (200 ml); 1 fill tube; 1 60" tubing and 1 extension set with two way stopcock. Used in CT for contrast injections with the power injector. During the injection, the extension tube was found to have a small hole near one end (not the stopcock end). The contrast squirted out of the hole instead of into the pt. Thhe exam was not diagnostic and pt returning for repeat exam on 11/26/96.